Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the manufacturer; therefore the root cause remains unknown. However, the probable cause of the the damaged insulation material at the tip of the sheath was caused by thermal mechanical overload, wear and tear, improper handling, mechanical impact like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
To date, no device has been returned; therefore, the root cause of the reported malfunction cannot be determined. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse manager at the user facility reported, during the middle of a transurethral resection of a prostate procedure, the whole tip at the distal end of the inner sheath broke off, fell into the patient's bladder and was subsequently retrieved. There was a 20 minute delay but the intended procedure was completed using a similar device (same model). No death or serious injury was reported. Prior to procedure, the sheath was inspected; no abnormalities were observed. The inner sheath was used with an unspecified scope and working element and no other devices were replaced.